Manufacturer narrative:
Date of event - unknown. The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4). Device not returned for analysis

Event description:
(B) (4) peripheral cutting balloon registry. It was reported that in (B) (6) of 2006 the patient underwent treatment with the peripheral cutting balloon device for two lesions. Two target lesions were located distally below the knee. Target lesion 1 was de novo with a 3mm reference vessel diameter and 10mm target lesion length. Lesion 1 had 80% stenosis pre-procedure and 10% stenosis post procedure. Lesion 1 vessel tortuosity and the calcification at the target lesion was mild. The morphology was tight concentric stenosis. Target lesion 2 was de novo with a 3mm reference vessel diameter and 15mm target lesion length. Lesion 2 had 90% stenosis pre-procedure and 0% stenosis post procedure. The vessel tortuosity and the calcification was mild. The lesion 2 morphology was tight concentric stenosis. There was no information provided for the patient one-month follow up visit. The patient three-month follow up visit in (B) (6) of 2006 documented that the target lesion has not remained patent and no intervention was performed since the initial procedure. One adverse event was reported as a healing failure ¿pas de revascularization absence de lit artériel d¿aval.¿ no six month or twelve month patient follow up assessment was provided. No further data was provided.